Event description:
The pt stated she received the 09 (technical inspection due) error on her infusion device and she did not receive the prior 8x (88, 86, 84, 82) alarms warning her that the infusion device would soon be shutting down. No physiological effects were reported. The pt stated that she will switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.